Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 100 units of insulin. Subsequently, a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of the alarm. Customer's blood glucose level was approximately 250 mg/dl. Reportedly, the customer reverted to manual injection for insulin therapy.